Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that after 20 days of patient use, a leaking sound was observed coming from the tracheostomy tube. According to the report, the clinician removed the tube from the patient and the device cuff was found to be damaged. The report stated that the patient is ventilator dependent and that desaturation of the patient occurred; however, no further information is available regarding the amount of desaturation. Also no information is available regarding if the device was checked prior to patient use. According to the report, there was no patient or clinical injury associated with the event, and no medical intervention was needed.

Manufacturer narrative:
One used portex blue line ultra suctionaid tracheostomy tube was returned for investigation. The device was received inside a plastic bag, without its original packaging. A review of the device history record, relevant to the reported lot, found no non-conformities or abnormalities during manufacturing. The sample was visual inspected at a distance of 12" to 24" under normal conditions of illumination and no discrepancies were found. During functional testing, a syringe was used to inflate the device cuff with air, the device was then fully submerged in water. Bubbles (indicating a leak) were observed escaping from a small tear on the device cuff. Investigation was unable to determine the root cause of the cuff leak. (B)(4).